Event description:
The customer reported a malfunction on the pump, identified by a malfunction code, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer, who successfully reset the pump without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue recurred.